Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set backflowed blood into the tubing. This was used with a piv (peripheral intravenous) with j-loop and normal saline 1-ml/hour carrier. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes), h11. Correction: b5. B5: correct "1 ml/hour" to "10 ml/hour". H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified blood backing up in the piv j-loop. The reported condition was verified. The cause of the condition could not be determined; however, may be use-related. Should additional relevant information become available, a supplemental report will be submitted.